Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of material could not be identified. There was no physical damage found at the residue point of the nozzle. The reprocessing information was unavailable, therefore; the legal manufacturer was unable confirm if there were deviations from the reprocessing steps as presented in the instructions. A definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: the detection method is described in the instruction manual gif/cf/pcf-290 series, operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope had foreign body in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.